Event description:
Customer reported a recurring issue with the pump displaying a minimum fill notification, which continued over several months despite attempts to resolve it by loading multiple cartridges. There was no reported impact to the customer¿s blood glucose level as caller declined to provide this information. Technical support approved the replacement of the pump due to the persistent issue, and the customer was guided on using multiple daily injections (mdi) as a backup therapy.